Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not boot up. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.